Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the front and rear caster arms came off the ground as customer was making a right turn to answer the door and the chair spun and fell on left side with the chair landing on top of her.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges the front and rear caster arms came off the ground as customer was making a right turn to answer the door and the chair spun and fell on left side with the chair landing on top of her.